Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had frequent automatic filling errors. The issue was found during routine check. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, e2, e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) inspected and observed the fill manifold test did not pass. The issue fail caused by a kink in the he gas filling tube. When replacing the fa245 display cable, the tube got tangled when a tie was attached. The tie was reattached, and the symptom did not recur, and the fill manifold test passed, so the product was returned.